Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with high hv lead impedance via merlin@home transmission. It was observed that the lifetime trend of the hv lead impedance trended quickly towards out of range. Dft testing and lead revision was discussed. On (B)(6) 2018, patient presented in clinic and the impedance trend looked stable. No intervention was performed. Patient will continue to be monitored.